Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on keypad traces. Device was received with broken battery tube threads, cracked reservoir tube, cracked reservoir tube lip, minor scratched display window and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the buttons were sticking and the insulin pump is cracked at the top of battery compartment to the back and the reservoir compartment and a piece is missing from that area. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.